Event description:
(B)(4).

Manufacturer narrative:
Our field service engineer dispatched to the hosp investigated the ventilator and found three printed circuit (pc) boards with drip traces and corrosion. The control pc board, expiratory channel pc board and inspiratory pressure transducer pc board were replaced. The pc boards have been requested for investigation but have not yet been received. A supplemental MDR report will be sent when investigation is completed. (B)(4).